Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the ion selective electrode (ise) baseline valve and the buffer valve. The cause of falsely elevated na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physicians. The samples were repeated on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.